Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to omsc for evaluation. Omsc will evaluate the device. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus medical systems corp omsc (omsc)informed that the endoscopic image disappeared during a laparoscopic hernioplasty with the subject device.the procedure was completed with the use of another device.there was no patient injury reported.

Manufacturer narrative:
This supplemental report is to provide the evaluation result. The subject device was returned to aizu factory for evaluation. As a result of disassembling the video connecter of the subject device, there were no abnormality and the water leakage found inside. Though the wiring of circuit board in the video connector was pressed, the reported event was not reproduced when heating the circuit board of the subject device, the reported event was reproduced. Normally, an abnormality does not occur even when heating the board. As above, the reported event is likely to be caused by the malfunction of electronic parts on the circuit board. The exact cause of the malfunction of electronic parts could not been conclusively determined.